Manufacturer narrative:
No product will be returned per customer. The customer complaint of tubing leaked could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The nurse reported a patient noticed his tubing was leaking when he returned from a medical procedure. The nurse stated she confirmed the tubing to be leaking at the maxplus bonded connector end. The tubing was changed out and there was no patient harm.

Manufacturer narrative:
(B)(4)